Manufacturer narrative:
The covidien tech support engineer (tse) troubleshot this issue with the customer over the phone. The customer advised to replace the inspiratory electronics printed circuit board (pcb). The customer performed the extended self-testing on the device and all tests passed. Covidien was not authorized to service the device. Covidien ref: (B)(4).

Event description:
A report was received from the USA stating that an 840 ventilator stopped cycling. The ventilator was not in use on a patient at the time that the malfunction occurred. The date of the event is unknown.